Event description:
It was reported that the lift was not functioning properly and the bed could not be lowered. No adverse consequences were reported.

Manufacturer narrative:
Further investigation determined that the cpu was not operating properly, causing the foot end to be unable to lower.